Event description:
It was reported the device was used during a laparoscopic gastrojejunostomy. It was reported the lcsc1 did not work at all. It is unknown if there was a steady tone. Another was opened to complete the case. There was no consequence.